Event description:
During a tibial nail procedure, surgeon reamed to the suggested level over the nail size. Surgeon experienced difficulty while inserting the nail and decided to remove the nail and subsequently experienced greater difficulty, as part of the tibia split. A new nail was inserted without difficulty. Procedure was extended approx one hour. Surgeon was able to achieve good reduction.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned. The mfg documents were reviewed and no complaint related issues were found.